Event description:
It was reported that the patient presented for an implant procedure. It was noted that the right atrial lead was unable to be implanted for an unknown reason. The lead was not used and was replaced during procedure. The patient is stable and recovering.

Manufacturer narrative:
The reported event was unable to implant. As received, a complete lead was returned for analysis. All four tines were intact. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies.